Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that the ipg was replaced on (B)(6) 2026. During the procedure a lead fracture was identified [related manufacturer reference number: 1627487-2026-00618]. New ipg was connected to the existing lead and therapy restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.